Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 night. The customer¿s blood glucose was unknown. The insulin pump was currently on manual mode but was in auto mode at the time of incident. Troubleshooting was declined by the husband for high blood glucose. The insulin pump will not be returned for analysis.